Event description:
Procedure: inguinal hernia repair. According to the reporter: on (B)(6) 2010, the patient experienced infection and temperature ranging from 102-103 degrees f post operatively. No blood loss reported.

Manufacturer narrative:
(B)(4). Initial report sent to FDA on 08/20/2010.